Event description:
It was reported that pump turned off and reset one of its internal components during routine system check, and caller sought clarification about this behavior. There was no adverse impact to the customer's blood glucose level. Customer was informed that this reset was normal safety feature, was educated that insulin on board, maximum hourly bolus, continuous glucose monitoring sessions, and cartridges needed to be reset or restarted after such event, and successfully resumed insulin.